Event description:
It was reported that post cryo ablation procedure the patient had a groin hematoma. External pressure and a femstop were applied to stop the bleeding. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.